Event description:
Asr revision, right, resurfacing, reason for revision: unknown.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ asr revision; right; resurfacing. Reason for revision: unknown. (B)(4). Update received 7th august 2014. Stem added. Surgeon first name added.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision; right; resurfacing. Reason for revision: unknown. (B)(4). Update received 7th august 2014. Stem added. Surgeon first name added. Update 18 dec 2014. Scf rcvd and attached. Updated pain as the reason for revision and lot number to stem along with manufacturing date and added expiry dates to all products.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, right, resurfacing, reason for revision: unknown. (B)(4). Update received (B)(6) 2014. Stem added. Surgeon first name added. Update - (B)(6) 2014. Scf rec'd and attached. Updated pain as the reason for revision and lot number to stem along with manufacturing date and added expiry dates to all products. Update - added reason for revision, type of replacement, added file handler details. Taken from claimsuite dated (B)(6) 2015. Reason(s) for revision: pain, xl, file handler: (B)(6).